Event description:
It was reported that during engineering evaluation, it was discovered that the small battery drive device had a sticky trigger and made an unusual noise. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the device had a sticky trigger and made an unusual noise. The reported condition was confirmed. The assignable root cause was determined to be various worn components and bearings deterioration that was caused by normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.